Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050, batch # 0038037774. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism, bleeding (cerebral hemorrhage), edema (cerebral edema, loss of consciousness) (imaging required, hospitalization). Risk review: a risk review was completed and confirmed that the events of air embolism, bleeding (cerebral hemorrhage), edema (cerebral edema, loss of consciousness) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that air embolism occurred. The staff reported the patient had issues with sedation previously. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiography (ice) guidance and under conscious sedation (deep and utilized face mask and nasal cannula). The activated clotting time intraprocedural was 256 seconds. After transseptal puncture, staff who was monitoring patient sedation had indicated to the physician that patient behavior was changing but procedure continued. A watchman trusteer access system (was) did not demonstrate blood return prior to 27mm watchman flx pro closure device and delivery system (wds) insertion. The was was withdrawn proximally until blood return was achieved, and when attempting bleed back, the physician pushed handle of was down to bed level, tightened valve, and put finger over valve. Air was drawn into syringe despite these techniques. A 0.035-inch guidewire was introduced into the was and when it was about halfway up the was, bleed back started spontaneously. The was was removed from the patient, flushed, and reinserted. After repositioning, appropriate blood return was confirmed prior to wds insertion, and the procedure proceeded as expected without further intra-procedural issue. The wds was deployed and implanted after meeting release criteria. No air was observed on fluoroscopy or ice, and no st segment elevation was noted at any point in the procedure. The patient was slow to awaken and became unresponsive. A stroke code was activated, and the patient was immediately taken for head computed tomography (CT). The CT showed two (2) microbubbles in the parietal lobe and one (1) in the frontal lobe. An existing condition of cerebral amyloid angiopathy was noted. The patient was transferred to another hospital, where a magnetic resonance imaging (MRI) scan was performed, and revealed global cerebral edema and microhemorrhages. The patient was admitted with ongoing care and evaluation.

Event description:
It was reported that air embolism occurred. The staff reported the patient had issues with sedation previously. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiography (ice) guidance and under conscious sedation (deep and utilized face mask and nasal cannula). The activated clotting time intraprocedural was 256 seconds. After transseptal puncture, staff who was monitoring patient sedation had indicated to the physician that patient behavior was changing but procedure continued. A watchman trusteer access system (was) did not demonstrate blood return prior to 27mm watchman flx pro closure device and delivery system (wds) insertion. The was was withdrawn proximally until blood return was achieved, and when attempting bleed back, the physician pushed handle of was down to bed level, tightened valve, and put finger over valve. Air was drawn into syringe despite these techniques. A 0.035-inch guidewire was introduced into the was and when it was about halfway up the was, bleed back started spontaneously. The was was removed from the patient, flushed, and reinserted. After repositioning, appropriate blood return was confirmed prior to wds insertion, and the procedure proceeded as expected without further intra-procedural issue. The wds was deployed and implanted after meeting release criteria. No air was observed on fluoroscopy or ice, and no st segment elevation was noted at any point in the procedure. The patient was slow to awaken and became unresponsive. A stroke code was activated, and the patient was immediately taken for head computed tomography (CT). The CT showed two (2) microbubbles in the parietal lobe and one (1) in the frontal lobe. An existing condition of cerebral amyloid angiopathy was noted. The patient was transferred to another hospital, where a magnetic resonance imaging (MRI) scan was performed, and revealed global cerebral edema and microhemorrhages. The patient was admitted with ongoing care and evaluation.